Manufacturer narrative:
No cosmetic damage noted on the pump. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Pump was monitored with basal profile programmed. Basal delivered properly. Daily total functioned properly. No basal anomaly noted.

Event description:
It was reported the customer's insulin pump was not delivering their basal rates. Customer also reported experiencing high blood glucose. The customer's blood glucose would range between 300 mg/dl and 400 mg/dl. Customer also stated they would have to bolus twice to bring their blood glucose down. It was also found several no delivery alarms had occurred. Customer stated they had reverted to their back-up plan. The customer requested to have their insulin pump replaced. No additional information provided.